Event description:
It was reported that the ilet touchscreen and tap-to-wake button functioned intermittently, with multiple attempts by the user and others failing to activate or navigate the device; blood glucose levels were reportedly unaffected, and the device was replaced. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no need for medical care. Investigation included troubleshooting with the user and replacement of the device. Investigation of the returned device revealed no hardware malfunction of the user interface components consistent with a screen-unresponsive issue.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.